Event description:
Olympus (osh) was informed that the customer colonovideoscope was returned to service/repair for a reported ¿channel tube is clogged.¿ the event was found during reprocessing. Upon inspection and testing, the customer¿s reported issue was confirmed as the tip/head of a syringe was identified in the instrument channel port. This report is being submitted to capture the instrument channel could not be cleaned adequately due to a foreign object being stuck inside the channel port. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation found the tip/head of a syringe stuck inside the instrument channel port. Additionally, the objective lens at the distal end was slightly scratched, the image appears foggy, and a cleaning brush cannot pass properly through the channel port. A review of the repair history confirms the subject device has not been repaired in the past year. The device history records was reviewed, the concerned device was shipped in accordance with manufacturer's specifications. The root cause of the reported event cannot be conclusively determined, however, based on the available information the potential cause could be attributed to the staff at the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the IFU. In general, user¿s can detect presence of foreign material inside biopsy channel before procedure and prevent the suggested event by handling the device in accordance with the following IFU. 3.8 of the IFU - inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Moreover, procedure for liquid injection using a syringe is described in the item below. Feeding liquid through the instrument channel additionally, a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the staff at the user facility not being trained sufficiently on device handling and reprocessing steps in accordance with the instructions for use (IFU). This presumably led to a syringe head breaking and remaining in the biopsy port when a syringe was used for a procedure or reprocessed at the user facility. Users can detect presence of foreign material inside biopsy channel before procedure and prevent the suggested event by handling the device in accordance with the following IFU (operation manual): "3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Moreover, the procedure for liquid injection using a syringe is described in the section: "feeding liquid through the instrument channel". Olympus will continue to monitor field performance for this device.